Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12413. It was reported that guidewire entrapment occurred. The 70% stenosed target lesion was located in the moderately tourtous and mildly calcified right superficial femoral artery (sfa). A 6f non bsc introducer sheath was advanced to the right common femoral artery (cfa) without difficulty by left brachial approach. There was no particular severe tortuosity in the left subclavian, aorta, external iliac artery and sfa. Pre dilatation was performed using a 6.0x100 non bsc balloon catheter. Subsequently a 6.0x200 non bsc stent was placed in distal sfa. A 7x150x130 innova stent delivery system was then advanced over a 300cm journey guidewire to the target lesion without resistance. There was no steep tortuosity and calcification noted. Stent deployment was then initiated. Deployment of the stent started smoothly then about halfway from releasing, the force that rotates the thumbwheel became gradually harder. About 5cm was not released even after fully deploying the thumbwheel and pull grip. The physician then pulled back the entire delivery system, it was noted that the 300cm journey guidewire was unable to be removed from the innova stent delivery system. The stent proximal was completely released while about 3cm got stretched to cfa upward from placement area. The patient did not receive additional intervention and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a journey guidewire stuck inside an innova sds. The guidewire shaft was checked for any damage. This device was used in a procedure with an innova stent delivery system the guidewire became stuck in the sds and was unable to be removed. The guidewire was protruding from the tip approximately 30cm and from the proximal end approximately 110cm. There were kinks approximately 179 to 183cm from the tip. The damage that was sustained on the innova device during the procedure (prolapsing of the proximal inner liner) caused the guidewire to become stuck inside of the innova device. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. Bsc ID# (B)(4), tw# (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12413. It was reported that guidewire entrapment occurred. The 70% stenosed target lesion was located in the moderately tourtous and mildly calcified right superficial femoral artery (sfa). A 6f non bsc introducer sheath was advanced to the right common femoral artery (cfa) without difficulty by left brachial approach. There was no particular severe tortuosity in the left subclavian, aorta, external iliac artery and sfa. Pre dilatation was performed using a 6.0x100 non bsc balloon catheter. Subsequently a 6.0x200 non bsc stent was placed in distal sfa. A 7x150x130 innova¿ stent delivery system was then advanced over a 300cm journey¿ guidewire to the target lesion without resistance. There was no steep tortuosity and calcification noted. Stent deployment was then initiated. Deployment of the stent started smoothly then about halfway from releasing, the force that rotates the thumbwheel became gradually harder. About 5cm was not released even after fully deploying the thumbwheel and pull grip. The physician then pulled back the entire delivery system, it was noted that the 300cm journey¿ guidewire was unable to be removed from the innova¿ stent delivery system. The stent proximal was completely released while about 3cm got stretched to cfa upward from placement area. The patient did not receive additional intervention and no patient complications were reported.